Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument and instrument data, the cse performed a total service call. The cse discovered that aspirate probe 1 is not sealing and fitted a new pinch valve to resolve the issue. Calibrations and quality controls were run, resulting within range. The cause of the discordant, falsely elevated troponin result is a faulty aspirate probe pinch valve. The instrument is performing according to specifications. No further evaluation of the device is required.